Manufacturer narrative:
(B)(4). The returned product exhibits signs of repeated use and has fractured into four pieces. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01048.

Event description:
It was reported that the bottom of poly shims broke during surgery. The surgical technique was utilized. There was no surgical delay. There was no harm or impact to the patient. No further event information available at the time of this report.